Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a mushroom head check, and a patient sensor calibration check. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support that a fluid leak occurred during their pd treatment. Prior to discovery of the fluid leak, the patient received an air detected in cassette during the first cycle. The patient ended treatment and found fluid leaking out of the cycler when they removed the cassette. The cause for the leak was unknown. The technical support (ts) representative advised them to discontinue use of the cycler; a replacement cycler was issued to the patient. The patient completed treatment by performing a manual exchange. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, the patient was prescribed prophylactic antibiotics and had a culture done. The culture came back negative. The patient took 1g vancomycin and 100mg gentamicin, both via intraperitoneal (ip) administration. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cassette used by the patient was not reported to be available for evaluation. The old cycler was picked up and returned to the manufacturer for physical evaluation.